Event description:
It was reported that the user dropped the ilet, after which the device no longer functioned, and a replacement ilet and case were arranged while the user returned to backup therapy. Symptoms included no alerts or alarms from the device. Outcomes included interruption of automated insulin delivery and temporary therapy change. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed damage consistent with a dropped device resulting in nonfunctional hardware. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.